Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of wound dehiscence and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was "partial dehiscence and local secretion". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side "with partial dehiscence and local secretion" and "gel viscosity alteration¿. The device has been explanted.